Manufacturer narrative:
(B)(4): this report is being filed on an international product, intraocular lens (iol) model number . Zcb00v that has a similar product distributed in the united states, iol model no. Zcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol), debris was also inserted with the iol into the patient&#38112;eye. This debris came out of the cartridge. After implantation of the iol, the surgeon observed the tip of the cartridge was cracked. Reportedly, there was no patient injury. In follow-up, it was reported that the debris was removed by irrigation/aspiration (I/a) and surgical forceps. The lens remains implanted in the patient's eye.